Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0489d, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that their incision area became infected in 2013, and this infection spread to their artificial hip. The patient also stated that beginning the day prior they were going to the bathroom a lot and were unable their stimulation with their patient programmer because it was uncomfortable. The patient was assisted in adjusting their stimulation from 3.7 volts to 3.0 volts and they stated that felt much better. The patient's indications for use are urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.